Manufacturer narrative:
(B)(4). Date of event: unknown. Implant date: unknown date in (B)(6) of 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a revision surgery due to a broken proximal humerus plate and a nonunion. The patient was originally treated for a proximal humerus fracture in (B)(6) 2013. On an unknown date, during a routine follow-up and extensive evaluation, it was confirmed via x-ray and computerized tomography (CT) scan that the patient had a nonunion and broken plate; furthermore it was confirmed that the plate was broken at two of the screw holes in the shaft of the plate. The surgeon explanted the proximal humerus plate and eleven screws (a combination of locking screws in the head of the plate and cortical screws in the shaft of the plate). The patient was revised to a longer plate. The procedure completed successfully with no harm to patient. This is report 1 of 1 for (B)(4).